Event description:
During a post implant check, increased capture threshold and decreased sensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.